Event description:
It was reported that during a gastric bypass procedure, the device stapled on one side but not the other side. The procedure was completed by oversewing the staple line. There was no patient consequence.